Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a metriq tubing set during procedure outside the patient, had an issue removing or flushing air outside the device, this action could not be performed. Air was seen in the tubing past the pump. As the procedure could not continue this was, the device was replaced, and the procedure was completed without patient complications. The device will not be returned since it's already discarded.